Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board was replaced due to communication errors found in the logs. No report of patient involvement. (B)(4).

Event description:
The hospital reported that the unit is giving an internal error. There was no report of patient involvement.